Event description:
It was reported that the numbers on the insulin pump scroll up, with out any input from the customer. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No unexpected number anomaly was noted on the display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).